Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had issues with the time. Customer's blood glucose value was 8.4 mmol/l at the time of the incident. Customer stated the insulin pump was more than 10 minutes before in 2 months. The device will return for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Programmed pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly.